Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedances was unknown. It was reported back to the ucsf programming nl to address. MRI ordered by another md. Nl programmed around the contacts. The patient's weight was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that the caller stated the patient needed and MRI but c-3 was showing 5000 ohms but other impdedances were fine. Caller had notes from the physician that monopolar and bipolar pairs were high so contact 3 had an issue and patient wasn't using that contact. Caller stated the issue was first seen in (B)(6) 2017 (when a different MRI was ordered) and remained the same upon the ins being replaced in (B)(6) 2018. There were no symptoms reported. There were no further complications reported.